Event description:
The following has been reported: biomed reported: "ticket stated " screen frozen and beeping". Cleaned and ran infusion pump test. No alarms. Patient status unknown. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for processor hardware failure (linux core). Upon return, the device started up with no alarms or issues. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device will be sent to the test line for full functional testing.